Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The device was turned on and the error, "stuck key" alarmed. The cause of the customer reported problem was the keyboard membrane was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the keyboard membrane, downstream occlusion (dso) sensor seal, and the air detector, and updated software.

Event description:
It was reported that there was an "alarm stuck". There was no patient involvement.

Manufacturer narrative:
H2) additional information: d9: date returned to manufacturer: 11/27/2024.